Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the device was explanted and replaced due to premature eol.

Manufacturer narrative:
Premature battery depletion was confirmed. A longevity calculation was performed based on programmed settings and usage data and the device longevity did not meet its requirement. With a replacement battery, the device tested normal and no source of high current drain was found. The battery was sent to the manufacturer and an internal battery anomaly was found.